Event description:
The lay user/patient contacted lifescan alleging the meter's casing is broken. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
On 08/05/2009: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in the case failed testing. The meter's display was found to be broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.